Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a enteral feeding - right angle feeding set was placed during an enteral feeding procedure. According to the complainant, during feeding, the blue adapter came off easily from the tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device malfunction and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received at the investigation center. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.